Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string was found pulled out. Consumer had to manually remove the pessary. Consumer was experiencing vaginal pain during removal with tweezers and caused a scratch to her vagina.